Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram imaging procedure. The imaging showed that the closure device was no longer in the laa of the patient. Computed tomography (CT) imaging confirmed that the closure device was outside the laa and at the iliac of the patient. The patient was not experiencing any complications or consequences as a result of this event. The patient had a planned procedure to remove the closure device at a future date.